Event description:
The pt received her scs system consisting of two percutaneous leads and an ipg on (B)(6)2007. It was reported the pt felt an intermittent "surging" sensation from the system. All lead diagnostics were normal and multiple attempts to reprogram the device were made but did not resolve the reported problem. In addition, the pt reported the ipg had been turning on and off on its own. The ipg was explanted and replaced. No additional info is available.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg was received without leads and had minor cosmetic damage to the antenna surface but no other anomalies were noted. Ipg eon passes the auto test and the uploaded parameters do not indicate any anomalies. Ipg was returned in the "dose" mode which would explain the alleged shutting off and on, but it was set at a regular pattern of 15 sec on and 15 sec off per program settings. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.